Manufacturer narrative:
It was reported that the optease filter migrated to the right ventricle of the heart. However, the physician indicated that he had placed the filter upside-down. It was further reported that the patient is dying of cancer and therefore, the filter will be left as is. No further patient or procedural information could be obtained. The filter remains implanted and requested films have not been provided. The lot number of the device is not known; therefore a device history record review cannot be completed. The IFU states that "the constrained filter is supplied in a plastic storage tube, which is to be loaded as a system into the sheath introducer hemostasis valve. The storage tube is printed with colored arrows and text (femoral: green; jugular/antecubital: blue) to indicate the correct orientation. The arrow of the desired access site will point into the sheath introducer hemostasis valve." There are also separate diagrams for jugular insertion and femoral insertion. Inaccurate placement of the filter is a procedural factor that likely contributed to the reported migration as the barbs would not be in the intended position to prevent movement. Based on the limited clinical information available and without procedural images no conclusion can be made regarding the report that the filter was placed upside-down; therefore, no corrective actions will be taken at this time.

Event description:
The sales rep indicated that the optease vena cava filter migrated to the right ventricle of the heart. However, the physician indicated that that he had placed the filter upside-down. The patient is dying of cancer, so the filter will be left as is.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.